Event description:
Hill-rom received a report from the account stating brakes could be applied but weren't holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found a broken screw in the hex rod. A search of the hill-rom maintenance record showed hill-rom performed preventative maintenance on this bed. The technician replaced the hex rod screw to resolve the issue. Based on this information, no further action is required.